Event description:
Reporter noted white flakes coming from phaco handpiece during surgery. Posterior capsule tear occurred; case was stopped. Vitrectomy completed next day, 2004. Prognosis reported as poor.